Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose (bg) levels exceeded 400 mg/dl while wearing the pod between 4 and 24 hours in the infusion site. It was discovered that the pink slide insert did not retract, which indicates a failure of the needle mechanism as intended. As treatment, patient used injections and made sure patient had the correct numbers. Patient contacted the doctor for dosing adjustments to get bg levels down. There was no diagnosis, just insulin dosing adjustments and making sure that there are no needles in the skin. The patient was off of the omnipod system for 2 months because of this even but is now back on. The pod was either on the stomach or on the back, it started hurting so patient removed the pod the needle would be bent or broken off, got insulin build up which got itchy. The site would stay irritated and itchy for about a week and patient had scarring from these errors. Patient had ketones.